Event description:
Reportable based on analysis. It was reported that during a percutaneous transluminal angioplasty treatment procedure, failure to cross the lesion occurred. Vascular access was obtained via the left inguinal artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. This 9.0 x 60 x 75cm express - vascular ld stent balloon catheter was selected and advanced to the lesion but was unable to cross the lesion. It was noted that the physician attempted to deploy the express stent several times. The device was removed from the patient intact with no resistance. The procedure was continued with another of the same express - vascular ld stent balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device. However, returned device analysis revealed that the stent was partially expanded and the stent was moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and stent damage was noted along with the stent having moved on the balloon. The device was returned on a 7 french sheath and there was evidence that positive pressure was applied as a proximal portion of the stent measuring 16mm had expanded. It is noted that the stent moved forward towards the distal tip and there was evidence of stent damage at approximately 19mm proximal to distal end. There is no shaft damage and no issue with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).